Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator monitoring board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit over delivered tidal volume during preuse checkout. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received confirming that this was a monitoring issue and that the unit was not actually over delivering tidal volume. Unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial MDR was not reportable.